Manufacturer narrative:
The technician found the side rail latches were sticking. No further information is available on the repair of the bed at this time.

Event description:
The account alleged the side rails will not latch. No pt impact.